Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung resection, while detaching the lung segment, the stapler did not fire. The handle and reload were replaced to complete the case. There was no patient injury.